Event description:
Additional information received reported the patient had still not found a new pump managing healthcare provider and was waiting to hear back from his primary care physician for assistance. Despite the reported missed refill, the pump alarm had not yet been heard.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient noticed a return of spasticity in (B)(6) 2014. The patient had not been able to secure a managing healthcare professional since (B)(6) 2014. The patient has been spastic because they cannot find an hcp.

Event description:
It was reported that the patient missed a refill. The patient¿s health care provider (hcp) retired in (B)(6) 2014 and the patient was not referred to another hcp. The hcp that took over for the patient¿s previous hcp, did not take the patient¿s insurance. The patient was supposed to have the pump refilled on (B)(6) 2014 but the hcp did not fill the pump. The pump was not alarming or empty. The patient was however, not as limber. It was noted that the patient began to have a return of symptoms. The patient needed more dosage because his legs are starting to bend a little. The alarm date was in (B)(6), however the specific date of the alarm was not known at the time of report. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n499995, implanted: (B)(6) 2014, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).